Event description:
Patient's representative reported right side strong pain , capsular contracture baker grade iii, silicone leakage and device rupture. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii, rupture, silicone migration.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Additional, changed, and/or corrected data: a.2., a.4., b.3., d.4., h.4., h.6.

Event description:
Patient's representative reported right side strong pain , capsular contracture baker grade iii, silicone leakage and device rupture. The device has been explanted

Event description:
Patient's representative reported "evidence of a significant increase in cadmium and silver in the blood, presumably due to the implants".

Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Patient's representative reported right "recurrent granulomatous inflammation".

Event description:
Patient's representative reported right side strong pain, capsular contracture baker grade iii, silicone leakage and device rupture. Patient's representative later reported "recurrent granulomatous inflammation." Patient's representative additionally reported "evidence of a significant increase in cadmium and silver in the blood, presumably due to the implants." The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.